Manufacturer narrative:
(B)(4). Date of death provided as (B)(6) 2015. As day not given, assumed (B)(6).

Event description:
Received notification via litigation. It was reported that during a thyroidectomy procedure, the doctor used a harmonic scalpel. A few hours after the procedure, a vessel burst and the patient required oxygen. The hospital neither had a doctor on hand to attend to the patient nor oxygen to administer. As a result patient has become "brain dead". Device has been discarded.